Event description:
It was reported by a user facility that a saline bag refilled during recirculation. He stated that there was no patient involvement as the saline bag refill occurred during pre-treatment and recirculation.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filled at the completion of the investigation.